Manufacturer narrative:
(B)(4). Evaluation of the sample by baxter confirmed that there was a leakage in the coiled tubing, detection during disinfection. Because the lot number was unknown, haemotronic could not perform a batch review of the product. Due to insufficient information, root cause could not be conclusively determined. Renal quality engineering will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A nurse reported to baxter (B)(4) that during therapy, there was a leak found in the tubing. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.